Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-81805) as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: no damages were found with the echelon-10 catheter hub. The echelon-10 catheter proximal marker was found damaged (torn) on its proximal edge. The tubing material at the proximal edge of the proximal marker exhibited plastic deformation (jagged edges). The distal edge of the proximal marker was found still attached. No damages were found with the echelon-10 distal marker/tip. Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s report was confirmed. The damage found with the returned echelon-10 micro catheter proximal marker (torn) likely contributed to the reported coil resistance. The marker can become damaged if there are any kinks or damage with the guide catheter/sheath during delivery and/or withdrawal. In addition, if there are any hard clots or calcifications in the navigation tract, which can snag the catheter. However, the cause of the catheter damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when pushing the coil into the echelon microcatheter, the resistance was particularly large when pushing at the distal end of the catheter. The echelon was withdrawn and tried again with no improvement in resistance. The echelon was withdrawn and a breach was found at the development point at the proximal end of the echelon. The echelon was replaced and the procedure was completed successfully. The echelon and any accessories were prepared as indicated in the instructions for use (IFU). The echelon was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for an aneurysm embolization. The access vessel was the femoral artery with a diameter of 4-6mm. It was noted the patient's vessel tortuosity was normal. Ancillary devices include an echelon microcatheter .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.